Event description:
Patient called lfs alleging that the meter was reading inaccurately erratic and eventually stopped powering on. The patient reported blood glucose results of "60 mg/dl" and "310 mg/dl" with the lifescan meter, performed within 15 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. It is unknown when the meter started having the power issue. No symptoms were reported at the time of concern. There was no evidence of a serious injury. Pt did not have a back up meter. No medical care was sought from a healthcare professional at the time of concern. The customer service representative walked patient through checking that the batteries were good and that they were correctly installed (plus and minus signs are aligned correctly). Meter was replaced due to an unresolved power issue and the unmet precision criteria.